Event description:
The reporter stated that the surgeon was inserting an 11.5mm implantable collamer lens model icm115 v4 into patient and surgeon saw one haptic had a small tear at the edge. The lens was removed with no patient injury. The reporter stated that they don't know what caused the lens to tear. No backup lens was used.